Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03242 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2009, during a cystocele repair procedure to treat urinary incontinence and pelvic organ prolapse. There were no complications during this procedure. The patient presented with severe pain in one leg on (B)(6) 2009. She also experienced asymptomatic vaginal mesh erosion (it is unknown whether this was uphold or solyx mesh), chronic infection, and dyspareunia (date/s of onset unknown). On (B)(6) 2010, the patient underwent a mesh excision for her erosion. On (B)(6) 2010, the patient underwent another mesh excision, and a repair of the erosion. It is unknown how much of the mesh was excised during these two procedures and how the mesh erosion was repaired. The patient visited the hospital on (B)(6) 2010, and presented with no stress urinary incontinence, but worsened urge incontinence (date of onset unknown), the patient still presented with asymptomatic mesh erosion, but declined any additional erosion therapy or treatment. She was prescribed maxinol and vesicare for her pain and urge incontinence, respectively (prescription durations unknown). The current condition of the patient is unknown.